Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the internal iliac artery with moderate calcification, heavy tortuosity and 70% stenosis. Using a cross over approach (contralateral approach), the absolute pro stent self expanding stent system (sess) was advanced over an unspecified 0.018 guidewire to the lesion. Resistance was felt with the lesion anatomy. The safety lock was released and the thumbwheel was turned; however, resistance was felt and the stent only partially deployed. In an effort to release the stent, the handle was disassembled, and the stent was able to be completely deployed at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed reports, it was reported an unspecified 0.035 guide wire was used and not a .018 guide wire. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The sess (self-expanding stent system) was returned dissembled with blood on/in the entire length of the device consistent with handling and advancement. Stent implant was deployed and not returned. A non-abbott 0.035¿ guide wire was returned. The device was returned disassembled, all the components were returned except the stent implant. The handle halves were returned separated with no damages noted. The stent sheath was retracted, 5.5 centimeters (cm) from the base of the tip. The stent sheath was kinked 5.5cm proximal to the proximal marker band. There was no other damage noted to the sess. No testing was performed due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, heavily tortuous and 70% stenosed anatomy resulting in the reported difficult to advance. Further interaction with the moderately calcified, heavily tortuous and 70% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted kinked stent sheath contributing to the reported mechanical jam and the reported activation/deployment difficulties. Further manipulation of the device by disassembling the handle ultimately resulted in the stent being able to be completely deploy at the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10 correction: concomitant product updated. H6 correction: code 2017 was removed.